Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller¿s screen being blank was confirmed via the controller¿s functional analysis, as the returned system controller¿s (serial number (B)(6) liquid-crystal display (lcd) screen was observed to be completely white and blank upon being powered on. The controller was tested and was able to operate a mock loop as intended despite the screen issue. The unit was troubleshot, and the issue was isolated to the controller¿s lcd screen. After the lcd screen was replaced with a test screen, the controller fully functioned and displayed parameters as intended. The provided log files were reviewed; no atypical events regarding the system controller were observed, and the pump operated as intended throughout the data. The root cause of the reported event was isolated to an issue with the controller¿s lcd screen; however, the root cause of the lcd screen¿s issue was unable to be conclusively determined. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) and the heartmate 3 lvas instructions for use (section f ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient reported about the observation of a blurry display on primary system controller on morning (B)(6) 2025. The system controller exchange was performed in the evening (B)(6) 2025. The exchange went well. The pump booted as expected; the patient was doing fine since then. The patient went to the clinic on (B)(6) 2025. A ventricular assist device (vad) coordinator confirmed an issue with the display. It was lighting up but there was no text visible. A self-test was performed, confirming the issue. Log file review revealed a left ventricular assist device (lvad) fault alarm was confirmed, persisting at least since (B)(6) 2025, 3:45 pm. After system controller exchange, the lvad fault alarm resolved. Additional log files were submitted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.